Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: there were multiple pump not primed warnings observed in black box. During the load step, the pump failed to recognize the cartridge. A force sensor calibration test revealed that the sensor was not detecting the correct force at 5lbs. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Additionally, the force sensor plate was dimpled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination and damage on the force sensor, as well as the force sensor reading out of calibration. This report is made based on results of investigation completed on 09/15/2014.